Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025, the user reported their ilet insulin pump was unresponsive and displaying a white screen. Troubleshooting steps, including charging via different outlets and reconnecting the charger, were unsuccessful. The device was deemed nonfunctional and replaced. No adverse health effects occurred, and blood glucose was not impacted.